Event description:
It was reported that a cdh29 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after firing the instrument, leakage and bleeding occurred. It was difficult to remove the instrument and after opening the instrument the donuts were positioned at the top of the anvil shaft. It looked like an incomplete cutting. The surgeon has high experience using the instrument (greater than 500 cases).